Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Additionally, healthcare professional reported right side exchange due to patient's concern with the product.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Health professional additionally reported right rupture found during explant.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: encapsulation observed. No further actions are required since no issue in the manufacturing of the device is observed."

Event description:
Health professional reported right side capsular contracture baker grade iii, rupture and concerns with the product. Device has been explanted.